Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci-assisted incisional hernia etep surgical procedure, the monopolar stopped working mid surgery with error codes c-34 and m-11 displayed on erbe generator. Site power cycled the erbe, but error came back immediately with no issue with the bipolar energy and completed using bipolar energy only. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the customer tried to change the monopolar cable to resolve the issue, but it did not work. Then they decided to change the scissors instrument which yielded no effect as well. That's when we decided to call and report the issue. There was no injury to the patient. Isi technical support was contacted in the middle of the procedure. The procedure was not aborted/converted. The procedure was completed robotically with all 4 arms. The customer was able to continue with the generator by just using the bipolar feature. After the procedure was completed, the generator was exchanged. The surgeries the next day were completed without any issues.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was able to reproduce the reported complaint via system and reproduce the issue during in-house testing. During power-on test, error c-34 occurred. Upon visual inspection, no issues were found that would be related to the reported event. The probable cause of error c-34 is attributed to a faulty electrical component inside the iesu. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.